Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device. On (B)(6) 2022, the patient experienced a skin reaction that consisted of itching, rash, redness, inflammation and pimples under entire patch area. The patient consulted a physician the same day due to this skin reaction and a prescription of an oral antibiotic (keflex) and a topical antibiotic ointment (bactroban) was made. No additional patient or event information is available.